Manufacturer narrative:
Covidien reference number: (B)(4). An authorized third party service engineer evaluated the device and determined the single board computer (sbc) was faulty. After the sbc was replaced, the device worked as expected.

Event description:
It was reported that a ventilator touchscreen worked intermittently. There was no patient involvement.